Event description:
It was reported that the mobile power unit (mpu) started alarming battery fault and when they replaced the batteries they were noted to be corroded. They plan to send the mpu for replacement or repair.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.